Event description:
It was reported that during a routine follow up, the device was unable to be interrogated with two different programmers and was unable to be activated using a functioning activator. Premature battery depletion is suspected. The device is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).